Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under delivered and the patient did not receive full medication. The programmed infusion rate was 5 ml per hour, volume given was 428 ml and the remaining volume was 82 ml. The total programmed volume was 510 ml. The duration of medication was 96 hours. This event occurred during infusion at the patient¿s home and there was no patient harm.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.